Event description:
It was reported that invalid syringe size error was presented. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. Top and bottom cases were in excellent condition. There was no visible contamination. Invalid syringe size found in error history log. Power up and syringe test was performed. The report issue could not be duplicated. Both size readings are reading slightly out of specification. No causes or potential causes to the customer's reported problem were found during the device history record review. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced barrel clamp assembly (barrel clamp rod, tapered spring, guide and pot) as preventive measure and recalibrated. Performed self test and syringe test.